Event description:
It was reported that the customer's pump stopped insulin delivery due to an alarm. The customer's blood glucose (bg) level was 226 mg/dl. The customer resumed insulin delivery lowering the bg level. During troubleshooting, tandem technical support reviewed the pump history and verified that an auto-off alarm occurred after there was no interaction with the pump since the previous night. The customer indicated they would contact their healthcare provider about the auto-off feature.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)". The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.